Event description:
Event description guidant/cpi received information that this ipg (implantable pulse generator) could not be interrogated after approximately 3 weeks of implant. The ipg was explanted and replaced with another 1175 ipg. The competitive lead remains in service, as it was 'ok'.